Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that the patient's (pt) ins had stopped working. Pt stated that they charged everything, however the ins was not starting with either the insr or the programmer. Pt stated that they tried to increase the stimulation intensity, however that didn't work either. Pt stated that they needed the ins since they were in dire pain. Pss had the pt attempt to recharge their ins using the insr; pt stated that the ins was charged to 3/4 and that 7 of the 8 coupling bars were shaded in at the bottom of the insr screen. Pss then had the pt attempt to communicate with the ins using the programmer; pt initially stated that there was an empty battery with something displaying behind it; pt stated that they had just put new batteries in the programmer the other day; pt then confirmed seeing the normal main screen on the programmer, so communication with the ins was successful. Pt noted that they didn't use the programmer that often so they wouldn't leave batteries inserted in the programmer. Pt noted that they were on group a; pt confirmed seeing the lightning bolt through the ins icon. Pt stated that they tried increasing the stimulation intensity to 6.30. Pt then stated that they could change the stimulation intensity, however they were not feeling the stimulation. When asked for the event date, pt stated that it was about a week ago. Pt noted that they only saw their hcp when they needed a new ins as there was no need for them to follow-up with their hcp. The issue was not resolved. The patient was redirected to their healthcare provider to further address the issue. Redirected caller: patient's hcp.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient on june 20th. The pt reported that their battery is charged but there is still no stimulation at all. They are yet to still meet with their physician. Pt has tried switching to different program channels and slightly feels stim on group d however the issue is still unresolved and it is still not working. Pt is looking to have the battery replaced.

Event description:
Additional information from the patient indicated that they had surgery on (B)(6) 2022 to replace the battery, and on (B)(6), the stitches were removed and the ins was turned on. The manufacturing representative (rep) told the patient that due to the intensity being used for back pain, the battery would last only 1-2 years, and not 8 years as the patient was previously told. The patient was disturbed with that information, as in the next 2 years they will need more surgery. The patient noted that they would have stayed with the rechargeable battery had they known that before.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.